Manufacturer narrative:
Follow-up (B)(4) 2016: it was reported that customer was released from hospital on (B)(6) 2016. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized after experiencing an elevated blood glucose (bg) level of 644 (mg/dl). Reportedly, customer changed site to address bg levels prior to going to hospital. While hospitalized, customer was treated with intravenous insulin. Customer was still hospitalized at the time the event was reported.